Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report a product complaint and an adverse event, concerned a (B)(6) female patient. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog mix 50) cartridges for use in a humapen memoir reusable device. The dosing regimen, route, indication for use, and start date were not reported. Beginning on (B)(6) 2011, the patient developed an increased blood glucose level of approximately 500mg/dl. The patient was not hospitalized and was able to lower the blood glucose herself. Reportedly, the patient was not changing the needle frequently enough, was not well adjusted to her underlying disease, and the display on her humapen memoir device did not show the correct date (product complaint (B)(4)/lot 0809c03). No glycosylated hemoglobin values were available. Specific treatment for the event was not reported. The event of increased blood glucose resolved on (B)(6) 2011. The action taken with the insulin lispro protamine suspension 50%/insulin lispro 50% was not reported. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use was not provided. Reported device duration of use was approximately two to three years. The device was returned on (B)(4) 2011. The reporting pharmacist stated there was causality for the increased blood glucose seen with the insulin lispro protamine suspension 50%/insulin lispro 50%. The pharmacist did not want to exclude causality with the humapen memoir device. Update (B)(4) 2011: additional information was received on (B)(4) 2011 from product complaint department. Added product complaint number (B)(4). No additional information entered into case. Edit 07-sep-2011: completed device medwatch info fields and device lot number. Update 09-sep-2011: additional information received on 07-sep-2011 from product complaint department. Added product complaint number (B)(4). No additional information was entered into case. Update 09-sep-2011: additional information received 08-sep-2011 via the global product complaint database. Added device specific safety summary. Changed malfunction value to no. Added return to manufacturer date. Updated medwatch info and EU/ca device fields.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report a product complaint and an adverse event, concerned a (B)(6) female patient. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog mix 50) cartridges for use in a humapen memoir reusable device. The dosing regimen, route, indication for use, and start date were not reported. Beginning on (B)(6) 2011, the patient developed an increased blood glucose level of approximately 500mg/dl. The patient was not hospitalized and was able to lower the blood glucose herself. Reportedly, the patient was not changing the needle frequently enough, was not well adjusted to her underlying disease, and the display on her humapen memoir device did not show the correct date (product complaint (B)(4)/lot 0809c03). No glycosylated hemoglobin values were available. Specific treatment for the event was not reported. The event of increased blood glucose resolved on (B)(6) 2011. The action taken with the insulin lispro protamine suspension 50%/insulin lispro 50% was not reported. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use was not provided. Reported device duration of use was approximately two to three years. It was planned to return the reported device to the manufacturer. The reporting pharmacist stated there was causality for the increased blood glucose seen with the insulin lispro protamine suspension 50%/insulin lispro 50%. The pharmacist did not want to exclude causality with the humapen memoir device. Update (B)(4) 2011: additional information was received on (B)(4) 2011 from product complaint department. Added product complaint number ((B)(4)). No additional information entered into case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacist contacted lilly on behalf of a patient using the humapen memoir device to report the patient's blood sugars were elevated (approximately 500mg/dl). The pharmacist believed or presumed the sae had to do with the insulin or the improper handling of the device. Investigation of the returned device (batch 0809c03, manufactured september 2008) found the device in reset mode, the device, however, was successfully reset per the instructions in the user manual and was tested and met dose accuracy and glide force acceptance criteria. No malfunction was identified. Improper use and storage - there is evidence of improper use or storage; the patient was reusing their needles.